Manufacturer narrative:
Device evaluated by MFR: the complaint device was received for product analysis. The device was visually and microscopically examined. There were numerous severe hypotube and shaft kinks. There was contrast in the inflation lumen. There was blood within the guidewire lumen, inflation lumen, and the balloon. The balloon was loosely folded. At 1.9cm proximal from the rapid port exchange (rpe), for a length of 2mm, there was a longitudinal tear in the shaft of the device. Given the severity of the damage to the returned device, there was no need to functionally test with a guide catheter. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that the difficulty advancing occurred. The 80% stenosed target lesion was located in the mildly tortuous and non-calcified vessel. Two 4.00mm x 12mm nc emerge were selected for percutaneous coronary intervention (pci). During preparation, after loading the balloon over the wire, the balloon would not advance through the boston scientific guide catheter. The physician made sure there were not any obstructions, and the balloon was not broken. The procedure was completed successfully. No patient complications were reported. However, device analysis revealed a longitudinal tear in the shaft of the device.